Event description:
(B)(4). Event occurred in (B)(6). The patient reported that the tubing came apart at the infusion set part. Reportedly, this happened three different times in the night. No further information available.